Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the stent remains implanted but the delivery system will be returned for device evaluation. However, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex colonic stent was implanted to treat a 6 to 8 cm malignant tumor in the colon during a stent placement procedure performed on (B)(6) 2021. Reportedly, patient's anatomy was tortuous. During the procedure, the stent was deployed over the stenosis site. The stent remains implanted and another wallflex colonic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the healthcare facility name is (B)(6) hospital. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: a wallflex colonic delivery system was received for analysis; the stent was not returned. Visual inspection was performed and it was noted that the inner sheath was slightly bent. No other issues with the delivery system was noted. The reported event of stent positioning issue could not be confirmed as this problem occured during the procedure and is not possible to replicate the malfunction in the laboratory of analysis. The investigation concluded that the observed failure of inner sheath bent/kinked was likely due to factors encountered during the procedure. It may be that handling and manipulation of the device during use limited the performance of the device and contributed to the kink noted in the inner sheath. It is possible that the patient's tight anatomy caused the stent to be deployed over the stenosis site. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU). Additionally, the reported event of stent positioning issue is known and documented in the labeling; therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex colonic stent was implanted to treat a 6 to 8 cm malignant tumor in the colon during a stent placement procedure performed on (B)(6) 2021. Reportedly, patient's anatomy was tortuous. During the procedure, the stent was deployed over the stenosis site. The stent remains implanted and another wallflex colonic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.